Manufacturer narrative:
Concomitant medical products: dtba1q1 crtd, implanted: (B)(6) 2014.

Event description:
It was reported that the patient experienced shortness of breath. It was found that the left ventricular (lv) lead had dislodged. It was also reported the lv exhibited high thresholds and intermittent capture. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.